Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-05067 for the associated device report. It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during an colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the balloon could not be removed from the scope as it could not be fully deflated. The balloon and the scope were removed from the patient and the balloon was cut off. A second c.r.e. Balloon dilatation catheter was used with the same result. The procedure was completed with a third c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.